Manufacturer narrative:
On (B)(6) 2016, medical action industries (mai) received the above stated lap sponge complaint for mai item 419, lot: pl1508c03. Upon receipt of this complaint, mai initiated an internal customer complaint investigation. These sponges are mai private branded; however, they are contract manufactured by supplier, (B)(4). Photographs were supplied by end user for review; however, samples involved were contaminated due to patient usage. Upon receipt of this complaint, we notified our global sourcing team of this issue for root cause and corrective/preventive action analysis with the supplier. The team has responded that the inspection workers failed to detect and remove the threads (long and unattached). The workshop laborers have been retrained on the product quality standard and procedure. The factory has placed visual aids in a conspicuous place to demonstrate clear acceptance criteria. The factory has also implemented additional oversight into work area cleanliness to prevent the presence of removed loose strings from being introduced to final product folding and packaging processes. Mai reviewed our tracking and trending database where we found this was our first complaint for this item 419 since 2006. There were (B)(4), received and distributed by mai for this complaint lot. This has been the only complaint received for this lot as well as this product sku. There was no inventory in stock at the time of complaint receipt for further investigation. Incoming inspection records for the item, demonstrate consistent product quality within specifications. Based on the trending evaluation of data and investigation, mai has concluded that this is an isolated instance.

Event description:
On (B)(6) 2016, medical action industries (mai) received complaint from end-user, (B)(6), which stated lap sponge from mai item 419, lot: pl1510b03, had attached strings which were not cut off to the appropriate length during manufacture. There was also strings which were cut off appropriately but which were packaged within the lap sponge package. During a patient procedure utilizing the package of sponges, there were random strings which loosely entered the patient and required removal.